Event description:
The bleeding started on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had renewed intermittent epistaxis on (B)(6) 2021, and reportedly had recurrent nose bleeds throughout the hospitalization which required nasal packing several times. The patient had a chest x-ray on (B)(6) 2021 which noted pleural effusion. Pleural effusion drained with pigtail placement on (B)(6) 2021. The patient was transitioned to open label on (B)(6) 2021 (no aspirin going forward) and was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding and pleural effusion cannot be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient noted epistaxis (nosebleed) which required nasal packing. The patient was stable at time of reported event.